Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was feeling weak and tired. The patient's labs were drawn as an outpatient. The patient's hemoglobin was 5.5 and was admitted. The patient had a scope done by the gastroenterologist. The patient had a normal esophagus. The patient had duodenitis and acute gastritis with hemorrhage and was treated with bipolar cautery. There were two bleeding angioectasias in the stomach. The patient was treated with bipolar cautery. The patient was given 4 units of packed red blood cells. The patient's inr upon admission was 3.8 and was 1.5 upon discharge. The patient's vad readings were stable, and there were no changes made. The patient was discharged home on (B)(6) 2020.